Manufacturer narrative:
Eval summary: the device was received in its original packaging. The device had been cleaned but appeared to be in good condition. The white cartridges was returned for investigation. The lot history record for lot 130911a was reviewed on (B)(4) 2013. There were no nonconforming material reports against this lot. There were no similar complaints against this lot. This lot passed all specs and requirements for lot release. Description of investigation: the stapler was in the unclamped, reset position. The white cartridge was partially deployed with deformation to the cartridge head. The deformation was likely due to incorrect loading, which affects the position of the staple relative to the anvil pocket and increases deployment force. Conclusion: the stapler did not present any signs of defect. It appears that the cartridge was loaded into the device incorrectly causing damage to the cartridge's plastic boss.

Event description:
On (B)(6) 2013, the microcutter xchange 30 stapler was used during an open, right upper lobectomy to transect the segmental pulmonary artery (pa). During the deployment on the pa, the cartridge was ejected partially during the procedure. The cartridge ejection resulted in transection of the pa without the deployment of the staples. When the device was unclamped, bleeding was observed and this was addressed by placement of sutures.